Event description:
Customer stated via medwatch report dated (B)(4) 2012, received by kentec medical on (B)(4) 2012: a new polyurethane eight french ameritus nasogastric (ng) feeding tube became disconnected at the tubing hard plastic, orange piece. The pt¿s feeds were lost into the bed. The md was aware.¿

Manufacturer narrative:
(B)(4). Kentec medical received a copy of the report from the FDA via postal mail on (B)(4) 2012. This was the first notification that there had been a product problem. As of the date of this report, (B)(4) 2012, the suspected failed device is not available for inspection or analysis. Kentec has attempted to contact report submitter ((B)(6)) at the phone number provided, but has received no response. Parts of this submission have been dictated as per the original submission by the user facility.